Manufacturer narrative:
The incident device was discarded by the customer and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when they were removing the device from the trocar, the l-hook got caught on the edge of the trocar and pulled the entire l-hook out of the pencil. The l-hook was pulled out of the trocar and put back into the pencil. They used the device to complete the case. There was no injury to the patient. The incident device is not available for evaluation. It was discarded by the customer.